Event description:
It was reported that a nurse was unable to connect the access port on an unknown set tubing. It is unknown if there was patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.